Event description:
Biliary catheter system initially placed. Patient brought in for a routine check because catheter was not draining properly. On xray discovered catheter broken in two pieces. Radiologist able to retrieve proximal end but unable to retrieve distal end which was still in the small bowel. Physician made an attempt to retrieve it without success. Patient admitted for observation.